Event description:
Pt underwent double mastectomy surgery. Part of the surgery involved insertion of tissue expanders that are intended to remain in the body only until reconstructive surgery can be performed. In pt's case that was to occur after they finished chemotherapy. If one understands the effects of the chemotherapy treatments on a person's body, one will understand why rptr is so upset with mentor corp. Seven mos later, having lost their hair, serious stomach problems and all the other indignities that accompany chemotherapy, pt had to have what should have been an unnecessary operation to remove the left port-a-cath tissue expander because it had deflated. The surgeon had to reopen the original mastectomy closure site. According to the surgeon's report, the expander was partially filled with saline and put under pressure. "There seemed to be a very small hole located well away from the port in the inferior lateral aspect of the expander. It is unclear how this developed and certainly was well away from the one puncture site pt had during their most recent visit for expansion in surgeon's office." Two mos later pt had breast reconstruction. This was a scheduled surgery. However, about a week before the surgery the right tissue expander started to leak. The surgeon's report states, in relevant part: "this expander was ruptured and had a small amount of fluid remaining. This fluid was used to demonstrate a pinhole leak located on the lateral aspect of the implant, well away from the port and not located at a seam." Rptr understands that in 1998 mentor entered into a consent decree with the FDA to the effect it would improve its quality control mfg process. Rptr feels certainly appear to need a refresher course in whatever it is they were supposed to do. They are batting 100% failure rate with pt.